Manufacturer narrative:
Correction in section g4: ¿PMA / 510(k) number was not provided in initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis found that the device had broken pins on afe pcba board, broken housing/case and had old batteries. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroid case, the stim 1 of patient interface box was not working even with fuse not being blown. The patient interface box was stimulating intermittently and stim 2 had to be used intermittently. The device had issues with the screen cutting in and out, case was still able to be complete with the pi box as it wasn't constantly happening but it was disrupting the case. Stim 2 was working without any issues. There was no patient impact.